Event description:
It was reported that the customer was getting a button error alarm on the insulin pump. Customer's blood glucose level was 62 mg/dl. Customer was at work all day and her pump was in her pocket. Customer treated with food and drink for her low blood glucose level. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump was received with no button response on the act button due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive keypad. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.